Event description:
It was reported that the coil of this right ventricular (rv) lead connected to a cardiac resynchronization therapy defibrillator (crtd-d), extended to the right atrium across the tricuspid valve, resulting in a delay in atrial pacing and oversensing on this rv lead. Reprogramming was performed to extend the rv blanking period and since this, no oversensing has been observed. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that the coil of this right ventricular (rv) lead connected to a cardiac resynchronization therapy defibrillator (crtd-d), extended to the right atrium across the tricuspid valve, resulting in a delay in atrial pacing and oversensing on this rv lead. Reprogramming was performed to extend the rv blanking period and since this, no oversensing has been observed. No adverse patient effects were reported. This device system remains in service.